Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an alert via remote transmission regarding device in back up vvi. The patient received 6 inappropriate shocks after the device had went into back up vvi. Normal device function was restored by software download. No further consequences for the patient were reported.